Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings: the keypad cover was found to be peeling with slight tears along the side. During testing, the ok keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The down arrow button contact was found to be inverted. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad button was under responsive. It was noted that the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.